Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. Imaging revealed the l5 lead was out of the foramen. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.